Manufacturer narrative:
A sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that no fluid was moving we aspirating viscoelastic in five to six procedures. The product was replaced and procedure's completed with no patient harm reported. No further information or sample returning for this event.